Manufacturer narrative:
No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Correction to section (b) report type: based on the available information, this event is deemed to be a reportable malfunction as there was no patient harm reported. Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. The production monitoring system was reviewed and there was no issues relating to the complaint issue. Preventative maintenance was completed to schedule. Machine logs were reviewed and there were no issues relating to the complaint. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Affiliation: (B)(6) hospital. (B)(6). No know impact or consequence to patient. Based on the available information, this event is deemed to be a reportable malfunction and a serious injury. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the uno drain fix slipped to the side and the chest drain fell out. There was no respiratory distress associated with the event. The patient was treated by inserting another pleural drain, which was secured with sutures and a replacement drain fix device (brand unknown). No further medical interventions were reported. It was reported that the clinicians noted the adhesive was not sticky on the bottom at all, or on the top part where the drain lies over. Although requested, no further information was provided.